Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 494 mg/dl at the time of incident and the customer¿s current blood glucose was 499 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump. Customer experienced the fatigue due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that troubleshooting was done for high blood glucose. Customer reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported high blood glucose. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool in combination with the devices insulin pump history file confirm that the following alerts occurred at the following times: 100=bolus not delivered alert @ 08/17/2021 06:01 and 09/07/2021 11:55; 7=no delivery alert @ 09/06/2021 08:30. These alarms occurred after a bolus. In addition to this, a pump error 53 (file number = 2005, line number = 5632) occurred at 09/10/2021 09:23. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of possible insulin pump under delivery was not confirmed since the device passed all of the tests. However, there was a pump error 53, and this is due to a problem with the software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.